Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd¿ insulin syringe with needle were incorrect (described as ¿some are up at the top and others are a half inch below the top¿). This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6347588. As per manufacturing, a review of the device history record was completed for batch # 6347588 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200676262] noted for print out of registration. Investigation summary: customer returned (2) 3/10cc, 12.7mm 29g walgreens syringes in an open poly bag from lot # 6347588. Customer states that the syringe scale markings seem to be off. Both returned syringes were tested using the plug gauge and all scale markings fall within specifications. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.